Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and a damaged section was visible on the plastic jacket. The complaint is confirmed. Root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were identified. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a revision procedure where the guidewire was being used, the sheathing came off. The material had to be removed from the vessel.